Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k142259, k163701.

Event description:
It was reported that the front part of the microcatheter was fractured. The target lesion was located in the liver. A ngmc/single/021/bern/1ro/130 direxion microcatheter was selected for use. During the procedure, it was noted that the front part of the micro catheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that it was the nickel jacket of the tip that was fractured with the inner liner still intact. The fracture occurred at 0.5cm from the hub which could never enter the patient's body.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k142259, k163701.

Event description:
It was reported that the front part of the microcatheter was fractured. The target lesion was located in the liver. A ngmc/single/021/bern/1ro/130 direxion microcatheter was selected for use. During the procedure, it was noted that the front part of the micro catheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - (B)(6). G4 - premarket / 510(k) #: k142259, k163701. Device evaluated by MFR: the direxion microcatheter was returned to our post market quality assurance laboratory. Visual examination revealed nickel shaft fracture at the strain relief. Microscopic examination revealed inner lumen kinked and stretched approximately .5cm from the nickel shaft fracture site. No other issues were identified during the product analysis.

Event description:
It was reported that the front part of the microcatheter was fractured. The target lesion was located in the liver. A ngmc/single/021/bern/1ro/130 direxion microcatheter was selected for use. During the procedure, it was noted that the front part of the micro catheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that it was the nickel jacket of the tip that was fractured with the inner liner still intact. The fracture occurred at 0.5cm from the hub which could never enter the patient's body.